Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the ventilator indicating that the tidal volume was not displayed. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The nurse placed the patient on the v200 ventilator and then it was found that the tidal volume was not displayed. The nurse immediately replaced the ventilator with another device to provide assisted breathing. The issue did not cause harm and was reported to the hospital equipment department. This investigation is ongoing.